Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the tsg45 device had no function at all. Another device was used to complete the case. There was no consequence to the pt.